Manufacturer narrative:
H6: investigation summary: bd had not received samples, but two (2) photos were returned from the customer facility for evaluation. The photos do show the customer¿s failure mode of ¿fm¿ (foreign matter) with debris and hair on the product. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that hair was discovered in tube prior to use with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter: it was reported that there was hair on the tube.

Event description:
It was reported that hair was discovered in tube prior to use with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter: it was reported that there was hair on the tube.

Manufacturer narrative:
The following fields have been updated with additional information: b.3. Date of event: (B)(6) 2020. B.5. Describe event or problem: it was reported that hair was discovered in tube prior to use with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter: it was reported that there was hair on the tube.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that hair was discovered in tube with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter: it was reported that there was hair on the tube.